Event description:
Boston scientific received information that the right atrial (ra) lead and defibrillator exhibited loss of capture and high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that the patient was 100 percent paced in the atrium. The cause of the loss of capture and high impedance measurements was not able to be determined. Subsequently, a revision procedure was performed where the device and ra lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) upon receipt at our post market quality assurance laboratory, a portion of lead was returned. On the distal end, the cathode coil had unwound from the tip segment and the end was cut. Visual inspection revealed that the anode coil had been pulled to the point of a fracture, most likely at the distal anode ring weld. The insulation was cut back from the end and the polyurethane insulation was torn where the anode coil exits the lumen. Further inspection revealed that the polyurethane insulation was opaque from being stretched in a few places. Electro-cautery damage was noted in multiple places. At 435 mm the conductor coils were looped out through an electro-cautery hole in the insulation. It was also noted that the conductor coils were extremely stretched at the distal end. It was noted that the tip of the lead including the distal anode ring was not received by our post market quality assurance laboratory. The damage was determined to be induced at the explant procedure.